Manufacturer narrative:
(B)(4). Product evaluation in process.

Event description:
Consumer complaint of low blood glucose test results. Expected fasting blood glucose test result range is 80 to 120 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015 as a result of the meter's readings. Currently taking insulin to manage diabetes. Comparing blood glucose test results from trueresult meter to son's accucheck meter. Back to back blood test produced test results of 71 mg/dl using treuresult meter and 87mg/dl using son's accucheck meter. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 52 mg/dl and 67 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 05/14/2018 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: 57mg/dl (B)(6) 2015 07:25 am, 57mg/dl (B)(6) 2015 07:00 am, 109mg/dl (B)(6) 2015 05:03 pm, 111mg/dl (B)(6) 2015 12:03 pm, 81mg/dl (B)(6) 2015 07:02 am, adverse event not reported.